Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the expanded evaluation the evaluation is identified as the rollator's seat pivot bracket weld is broken.

Event description:
Per provider, frame broken at a weld point here the basket attaches.